Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the or, re-sutured the ipg, and closed the incision site.

Event description:
Patient presented back to the physician with the ipg continuing to move within the pocket, causing pain. Physician brought the patient into the or, removed the ipg, created a deeper pocket, placed the original ipg back in the pocket, re-sutured the ipg, and closed the incision site.